Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). (B)(4).

Event description:
The physician was attempting to treat a lesion located in the proximal rca. The lesion had moderate tortuosity and a little calcification. Two stents (brand/size unknown) were first implanted in the rca. The physician then attempted to deploy an endeavor resolute drug-eluting stent. Resistance was encountered when advancing the device. It was reported that the stent could not cross the lesion and was noted to be deformed. No patient complications were reported. It was reported that the physician believes that the stent damage was due to use of the device in difficult lesion morphology/anatomy. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (the lesion had moderate tortuosity and a little calcification and physician indicated that the event was due to the use of the device in difficult lesion morphology), deformation problem. Evaluation conclusion: device failure/lack of effectiveness related to patient condition (the lesion had moderate tortuosity and a little calcification and physician indicated that the event was due to the use of the device in difficult lesion morphology). (B)(4).

Event description:
Device evaluation: the stent was positioned between the inner shaft markers and there was no deformation evident to the stent struts or segments. The distal tip was stubbed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Procedural image review: review of the procedural images confirms the tortuous and calcified nature of the rca vessel. The images capture numerous balloon inflations in the proximal to mid rca vessel. During the procedure a guideliner is introduced possibly to provide additional support during device delivery due to the tortuous nature of the vessel. There are no images capturing the attempted delivery and subsequent withdrawal of the 3.0 x 12mm stent device.